Manufacturer narrative:
Clinical review: on 12/mar/2020, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) was hospitalized due to not receiving a dialysis supply order for travel (date reported (B)(6) 2020). It was reported the patient missed two days of dialysis due to not having supplies. There were no reported product related deficiencies or malfunctions related to the event. It was recorded the patient cancelled the supply order. Upon further follow-up, the patient reported placing an order for pd supplies on (B)(6) 2020 for a business trip. The patient stated she missed 2 days of pd treatment due to not receiving he order and therefore not having enough pd supplies while out of town. The patient stated she did not have any issues with any fresenius device/ product in relation to the event. The patient was reportedly hospitalized (B)(6) 2020 and received pd therapy in the hospital. Additionally, the patient reported she did not fully recover from missing her pd treatments as the following week she was experiencing shortness of breath and was readmitted into the hospital from (B)(6) 2020 fluid volume overload. The patient received dialysis in the hospital and was subsequently discharged on (B)(6) 2020. The patient reiterated she was not having any issues with any fresenius products in relation to the event. The patient reported she is continuing pd treatments with her cycler without any issues. Based on the available information, there is no allegation or indication that a fresenius device or product deficiency or malfunction caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they hospitalized due to not receiving a travel order placed in (B)(6) 2020. Upon follow up, the stated that they went out of town on a business trip in january and had placed an order for pd supplies on (B)(6) 2020. However, they reported they did not receive the order and as a result missed 2 days of pd treatment. The patient stated that they were not having any issues with any fresenius device, product or drug in relation to the event. Rather it was related to not having their supplies with them while out of town. The patient was hospitalized (B)(6) 2020 and received pd in the hospital. The patient did not fully recover from missing their pd treatments as the following week on (B)(6) 2020 they were experiencing shortness of breath and was readmitted into the hospital for fluid volume overload. The patient received dialysis in the hospital and was subsequently discharged (B)(6) 2020. The patient reiterated they were not having any issues with any fresenius products in relation to the event. The patient reported that they are have been continuing pd treatments with their cycler without any issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.